Manufacturer narrative:
During further review on 10/8/2020, a correction was noted on the reportability assessment for the ¿bleeding¿ event as it was originally documented as a ¿serious injury¿; however, it should have been assessed as a not reportable event as it was patient event non serious. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and bleeding issue occurred. On (B)(6) 2019, post-procedure day 0, the patient suffered bleeding. Intervention was unspecified. Additional hospitalization was not required. The patient's condition was reported as recovered. No biosense webster inc. (Bwi) product deficiencies were reported. The principal investigator assessed this event as mild in severity, not serious, not related to study device, not related to bwi non-investigational devices, and probably related to the study procedure. Principal investigator¿s opinion was that the event was expected.